Event description:
The customer reported via phone call that they had a button error on the insulin pump. Customer stated that they could not clear the alarm. Customer's last blood glucose was 74 mg/dl. Customer was playing volleyball and when she stopped, she noticed the button error. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan. Customer stated that she will use an old pump to give herself insulin tonight. It was explained that as long as the old pump is working with no trouble, the customer may use it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.